Manufacturer narrative:
(B) (4).

Event description:
A confirmed pump motor stall was noted in the event logs on (B) (6) 2009 with a tube set message on (B) (6) 2009. On (B) (6) 2009 the pump motor stall recovered. Per the reporter, the pt had MRI's on (B) (6) 2009 and (B) (6) 2009. The pt did not experience any symptom control related issues, but did report what was believed to be a spinal headache. Further troubleshooting was planned. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.